Manufacturer narrative:
(B)(4): dyspareunia, defecatory dysfunction; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure, vaginal hysterectomy with uterosacral vault suspension, monarc sling implantation, and labial reduction surgery on (B)(6) /2007. The patient experienced pain and dyspareunia. The patient has undergone a vaginal revision of the distal portion of the posterior mesh by the implanting surgeon, as well as levator muscle anterior mesh arms by a subsequent treating physician. The patient continues to have dyspareunia and defecatory dysfunction. The treating physician opines that there was no evidence of incorrect placement or erosion of the mesh and that symptoms appear to be in part, a result of traction on the areas of mesh fixation. Additional information has been requested.